Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. Analysis of the lead (lot#: va32b4r) revealed that the conductor(s) was/were broken 27.25 cm from the distal end of the lead. Continuation of d10: product ID: 978b128, lot# va32b4r, serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that high impedances were found to be greater than 4000 on all electrodes when the patient was seen by the nurse on (B)(6) 2025. The cause was due to the ins was found to have flipped multiple times in the pocket and broke off at the battery insert sore. The patient had lost 100 pounds since implant. The issue was resolved with a full system replacement.